Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, treatment date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the reported event of pain as follows: possible complications of the use of the orbera¿ system include: abdominal or back pain, either steady or cyclic. Injury to the lining.

Event description:
Patient reported "adaptation was very difficult during first 10 days, but nothing unusual", "took prescribed medications also venous medication."